Event description:
Healthcare professional reported 8 days after injection with juvederm voluma xc in the anterior submalar cheek pt developed redness and swelling "generalized to the left side of the face". Pt was prescribed keflex four days after symptom onset. Pt symptoms resolved approx ten days after symptom onset.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The event of swelling and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warning, treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events: per table 1: treatment site response by maximum severity occurring in (B)(4) of subjects. After initial treatment ((B)(4)) swelling and redness are possible adverse events post juvederm voluma xc injection.